Event description:
Boston scientific/target was notified that the gdc 10-soft 2d sr 2-diameter stretch resistant synerg detection circuit got stuck in the lumen of the prowler-14 microcatheter on positioning the coil. Moreover, it got separated in the lumen of the catheter. All devices were removed successfully and there was no injury reported in this procedure.